Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Recharging of ins issue, including communication issue while recharging. Patient states on (B)(6) 2024. She was in a car accident on her way to (B)(6) and rear-ended by another vehicle. Patient states that her relief is the same. She just wanted to make sure there was no damage to her contacts. Today and impedance check was performed and all contacts were within normal limits. Today while speaking with the patient the patient also stated that she has noticed over the last several months that she has been having to sit for a longer period of time to charge her battery at sometime as much as seven hours. Patient states that she is having to set sometimes for seven hours to get her battery charged. She states that she was charging once every five days but now her battery sometimes will go completely empty before day five. Patient to start charging every 2 to 3 days. Patient to discuss battery replacement with dr (B)(6) as her battery will be eight years in (B)(6) 2024. Patient states coverage and relief or at least 50% or more. Today and impeded and check was performed and all contacts were within normal limits.